Event description:
The customer reported that the sys failed to boot up to a usable state. No pt or user injury reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys cpu was evaluated and identified as the source of the failure. Further svc info is unavailable at the time of this report so no conclusion can be drawn regarding the current state of the sys.